Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tips of two drivers broke off during pedicle screw installation within surgery; it is believed that the tips remain stuck in the implanted screw heads. The surgeon installed the screws, then removed them and filled the screw holes with bone cement prior to reinstalling the screws. It was during the installation with the cement in the screw holes that the tips of the drivers broke. This is report two of two for this event.

Manufacturer narrative:
Additional information: UDI number, methods, results and conclusion - the returned cypher mis screw inserters were evaluated. The addition of bone cement to the pedicle screw holes prior to screw insertion is not part of the instructions in the stg, and is the most likely cause of the fracture as it likely increased the forces during insertion/torquing, overcoming the material properties of the screw inserters. There were no other signs of damage on the device. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the tips of two drivers broke off during pedicle screw installation within surgery; it is believed that the tips remain stuck in the implanted screw heads. The surgeon installed the screws, then removed them and filled the screw holes with bone cement prior to reinstalling the screws. It was during the installation with the cement in the screw holes that the tips of the drivers broke. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00267.

Event description:
It was reported that the tips of two drivers broke off during pedicle screw installation within surgery; it is believed that the tips remain stuck in the implanted screw heads. The surgeon installed the screws, then removed them and filled the screw holes with bone cement prior to reinstalling the screws. It was during the installation with the cement in the screw holes that the tips of the drivers broke. This is report two of two for this event.